Event description:
Multiple gj tube exchanges for clogging. Primary care facility requested the tube be sent back to the manufacture for possible defect. Patient is from (B)(6) center. Hospital where exchanges are occurring is (B)(6). The concern is user error over product defect. Tube is available for evaluation. Unfortunately the lot number is not available. Avanos mic gastric-jejunal feeding tube kit reference number 0250-18 18 fr 45cm. FDA safety report ID# (B)(4).